Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported high ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.